Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.

Event description:
Healthcare professional reported left side "hole in radius". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, fold creases, wear abrasion, and an opening on radius. A microscopic analysis was performed which identified: a sharp crease opening on radius and stress marks. Based on the device analysis the final assessment is: a sharp crease opening on radius assessed as fold flaw opening.